Event description:
It was reported that during a vena cava filter retrieval procedure, the marker band of the snare at the proximal end allegedly fell off into the vessel. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
This submission does not constitute a determination or admission that the device has malfunctioned or that the device was related to a death or injury. Device was discarded by user and is not available for evaluation.